Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, when adapter was connected to the handle, the device blacked out. When checked after a few minutes, the device illuminated and had recovered from blackout to normal so the customer continued using the device. It was also reported that the charger would not charge the device. There was no patient injury.